Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the physician had difficulty in using the device while intubating the patient. It was indicated that he could not complete the endoscopic resection because he could not get the tube through the glottis despite multiple efforts, even tried to sneak a tube exchanger around the laryngoscope to slide a laser tube over. It was also reported that the tube could not fit over the stylet, making it difficult to manipulate properly with that angle.